Event description:
It was reported by repair work order that the brakes won¿t engage due to worn brake rings and the head end jack is stuck up and will not lower due to damaged release valve. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.